Event description:
It was reported that during an afib paroxysmal procedure, after first ablation with nmarq generator and catheter, the customer experienced a high flow activation problem on the cool flow pump when rf energy was applied. Troubleshooting did not resolve the issue and the case was completed by operating the cool flow pump manually without any patient consequence. The customer also reported high impedance readings on the nmarq generator. The case was a clinical trial, sponsored by (B)(6).

Manufacturer narrative:
(B)(4). It was reported that the nmarq generator did not activate high flow rate on the coolflow pump when rf was applied. It was reported that customer had to manual irrigating the cool flow pump during rf of the nmarq catheter. The device was evaluated and no error found. Device is within specification. The device was subjected to the preventive maintenance, safety and functional testing and all tests passed. No malfunction found on device. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
(B)(4).